Manufacturer narrative:
The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. If further information about this complaint is received at a later date, the product investigation will be re-opened to address the additional information.

Event description:
It was reported that due to recurring incontinence the patient will have his artificial urinary sphincter (aus) removed and replaced. The previous aus was implanted in 2012. The aus was explanted and a new device consisting of a 4.5 cm cuff, pump and balloon were implanted. It was added that the patient was healthy following this operation. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.